Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. Return requested for ostium seeker. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), axiem ent set-up. A CT scan was used for registration and subsequent navigation, scan followed protocol. The em ent head frame was used, which reportedly did not move throughout the procedure. Accuracy was verified on certain anatomical landmarks and the surgeon was satisfied to proceed. Following registration of the first instrument, ostium seeker, navigation was alleged to be inaccurate. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome. Patient reported to be doing fine.

Manufacturer narrative:
(B)(4)